Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. Initial reporter phone #: (B)(6). Device manufacture date: unknown. Investigation summary: as no physical sample, material and/or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on limited information available and after multiple unsuccessful attempts to obtain, the material number and batch number is unknown; reviews could not be performed and it was not possible to assess the rm documentation. No physical sample was provided by the customer. CAPA is not required at this time.

Event description:
It was reported that the unspecified bd 50 ml syringe experienced foreign matter in the fluid path. The following information was provided by the initial reporter: the customer reported that soln, 0.9% nacl inj 250ml used closed system to reconstitute, materials used were cl-80 chemo lock, cl-2000 chemo lock and bd 50 ml syringe. Small hair-like floater in vials after reconstitution. The event occurred on (B)(6) 2021. There was no patient involvement.